Manufacturer narrative:
Other, other text: additional information: h6(patient code). Additional information received 16 november 2020 via email that the issue was discovered while in use with patient. No alarm. No patient harm.

Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The unit had a broken front cover and pole clamp. The tank cover was also cracked, and the unit had an outdated pcb and power switch. The customer complaint regarding the loud pump was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the pump was loud on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.